Manufacturer narrative:
Unit passed displacement test, selftest, and active current measurement, however unit failed sleep current measurement and received unexpected battery power loss due to corroded battery tube.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.